Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remoted into the cabinet, relaunched the application, and confirmed that the drawers came back online. The customer was then able to successfully access the cabinet and pull the required medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user tried to pull meds form the cabinet while drawer in offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.